Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had screen turned black issue, with critical alarm was going while device was in preventive maintenance. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, conclusion), h11 corrected fields: d5, e2, e3 , e4, e1 (initial reporter and event site mail) and g2. A getinge field service technician (fst) evaluated the unit and identified error code 118 (video watchdog timer) in the logs, correlating with the customer-reported event. To address error code 118, the fst replaced the video generator board (d670-00-1182) and the coiled cord cable (d012-00-1839) as a precautionary measure. To resolve the display discoloration and functional test failure, the display top lcd assembly (d160-00-0127) was replaced. The executive processor board (d670-00-0770) was also replaced as a precaution to address intermittent configuration data issues and the recurring video watchdog timer error. Preventive maintenance was also completed, including replacement of the safety disk and tidal volume disk at their respective cycle intervals. Following repairs and maintenance, the unit was calibrated and successfully passed all functional and electrical safety testing per factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing department (fat), wayne, nj, on 8 apr 2026. The failure analysis and testing department received the following parts associated with this complaint: (B)(4). The parts were received with a reported failure of a black screen and the unit alarming. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in the cardiosave test fixture, serial number (B)(6), and tested the parts to factory specifications per the cardiosave service manual, part number 0070-00-0639 revision r. No failure was confirmed on any part. The parts are being retained in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.